Event description:
It was reported that the patient presented remotely to the remote care technical services via merlin.net transmission. Transmissions revealed the patient's pacemaker was sensing noise due to electromagnetic interference (emi). No intervention performed was reported. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.